Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that she had a local vulva inflammation due to her previous devices. She said it was due to sacral neuromodulation because the inflammation disappeared when she stopped the stimulation. The patient¿s device was explanted.